Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported two cases of toxic anterior segment syndrome (tass) after undergoing phacoemulsification procedures. Cultures were taken and results were clean. The facility reports the only thing that has changed is they have gone from using bss bottles to bss bags. The nurse also reported that adrenaline, lidocaine, and cefuroxime are injected into the bss bag prior to surgery. Additional information was received from a company clinical applications specialist indicating the facility has admitted to reuse of single use items. No additional information was reported.